Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected field: b5 and h6 component code. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: watertightness failure. Based on the investigation results, a probable root cause directly related to the customer allegation could not be identified. The investigation findings indicate that the water leak occurred due to scratches on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head also had a loose connection when connecting to the video system center.

Event description:
It was reported the camera head had error e226. The issue occurred during a therapeutic procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.